Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the cubie tray failure. The field service engineer replaced the cubie tray on the full height drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system experienced a drawer failure. Customer stated that this malfunction caused a five-minute delay to patient therapy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. The field service engineer resolved the issue by replacing cubie tray on full height drawer. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es cubie drawer was failed. Customer stated this malfunction cause five minutes delay to get gabapentin medication on patient therapy. There were no adverse events or injuries reported based on this incident.